Event description:
On the day of the event the account reported a hemoglobin (hgb) of 6.1 g/dl. The sample was repeated and the hgb was 12.1 g/dl. The patient was crossmatched for a transfusion but based upon the repeat results the transfusion was not given. No injury was reported.